Event description:
The leading haptic detached from the optic during implantation and was explanted from the eye.

Manufacturer narrative:
Hoya surgical optics, inc. (Hso) tried to contact the physician on 8/6/2009, reporter, but he was on vacation till 8/18/2009. Hoya surgical optics, inc, (hso) tried to contact reporter on 8/19/2009 and 8/28/2009, but was unable to reach him. Since hso is unable to confirm that the pt did not suffer a serious injury, we are classifying this complaint at serious injury. Though the event occurred approx three months earlier, hso was made not aware of the complaint till 8/03/2009 because our field distributor, did not inform hso. There is a standing requirement in the contract with distributor to report such incidents within two (2) days. Hso has spoken with distributor to ensure that this does not happen again.